Manufacturer narrative:
The conclusions are as follows: based on the patient files provided (dated of the day following the implantation), the expected overall longevity is estimated at "74,7 months (6, 2 years). The implantation duration was 15 months, which is lower than 75% of the estimated overall longevity (75% of 74,7 months = 56,1 months). Based on hrs guidelines, premature battery depletion occurred. The device's expertise revealed overconsumption. This observation was due to the presence of a high energy particle that has generated a polarization of a specific junction on the hybrid and led to the activation of a parasitic transistor. This is an isolated case. The complaint has been recorded for trending purposes. For more details, please refer to the attached analysis report.

Event description:
Reportedly, the patient got called in for on-site follow-up because of recent remote monitoring report has shown an unexpected and untypically quick battery depletion. Patient had the box exchange on (B)(6) 2025. Atrial and right ventricular leads were used from the previous device. The right ventricular lead has high threshold and pulse width, low but stable impedance and high ventricular pacing.

Event description:
Reportedly, the patient got called in for on-site follow-up because of recent remote monitoring report has shown an unexpected and untypically quick battery depletion. Patient had the box exchange on (B)(6) 2025. Atrial and right ventricular leads were used from the previous device. The right ventricular lead has high threshold and pulse width, low but stable impedance and high ventricular pacing.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.